Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed that the tubing had separated from the spike. A closer inspection revealed that the device had been decontaminated prior to sending the device to the plant. Due to this, it could not be determined whether there had been solvent at the bond. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two y-type blood/solution sets "fell apart". The reporter stated that the spike broke off of the tube as the nurse was attempting to spike the second bag during a blood transfusion. There was no patient injury or medical intervention associated with this event. No additional information is available.